Event description:
It was reported by service report that the bed will not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: potentiometers lost limits.